Event description:
It was reported the ventricular connection is broken. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken and a piece of the patient cable is stuck inside the connector. Lower case is broken. Upper case is dented. Battery release and ring cover are contaminated. One side bail cover is missing and one is broken. Lead flex cover is corroded. Two case screws and one side bail are missing. Battery contacts are compressed. Ring bail is bent. Keyboard is scratched.